Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the low battery indicator was not noticed by the intensive care nurse and so the pacemaker stopped pacing when the battery was empty and the patient had to be re-animated due to asystole. The responsible physician noted that there is only a visible low battery signal and asked why there is no sound signal when the battery is empty. The device is still in use and will not be returned. The patient was re-animated and no further patient complications were reported as a result of this event.